Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator at the shared-care site that the pt was brought into the emergency dept by his spouse due to red heart alarms at home. The spouse called the pt's implanting ctr, and the vad coord at that center instructed the spouse to change the pt's system controller. Once the system controller was exchanged, the alarms ceased. The vad coord at the shared-care site reported seeing the following alarm conditions recorded in the pt's history screen upon device interrogation of the exchanged controller. Low flow; low speed advisory; replacement system controller. The vad coord reported the pt switched over to his backup controller after a yellow wrench followed by a red heart. It looked like the speed of the vad dropped to the 6000-7000 and did not rev back up. He hd a syncopal episode and when the controller was changed, he woke back up again. Since the, there have been no alarms on the back up controller.

Manufacturer narrative:
It was initially reported that the device was returning for analysis; however, the device was misplaced by the shared-care site and not available to be returned. Device evaluation - although the reported low pump speeds and yellow wrench alarms were confirmed through the evaluation of the submitted system controller log file, a root cause for the reported event could not be determined as the device was not returned to the manufacturer for evaluation. A review of the device history record revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The manufacturer is attempting to acquire the device for further eval. No further info is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.